Event description:
It was reported that the customer had an unspecified cartridge issue. Attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. There was no reported adverse impact to the customer.